Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) prematurely separated from the delivery catheter and embolized to the inferior vena cava. The lp was retrieved and reimplanted with a different delivery catheter. There were no patient consequences.